Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt's wife reported that for the past 2 days, the pt has experienced elevated blood glucose readings from 188-327 mg/dl. She stated he has no symptoms and that "he says that he feels good". She said he treats his readings by bolusing through his insulin infusion device, but in a couple of hrs, his readings elevate again. She stated he has had some kinked cannulas on his infusion sets. During troubleshooting, it was suggested the pt try an infusion set with a shorter cannula and courtesy sets were sent to the pt. The pt's time, basal rates, bolus history, and 24hr basal total were reviewed and found to be accurate. The pt's wife stated the pt has had a stroke and tried inserting his infusion headset for the first time today since the stroke. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced. No prod was requested to be returned for eval.